Manufacturer narrative:
As per product labeling, beckman coulter, inc urges customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable lab attire when operating or maintaining this or any other automated lab analyzer. On (B)(6) 2008, the field service engineer (fse) inspected the vacuum trap area, making sure wire ties were not sharp or loose. The system was giving backwash tank not filled error which was corrected by the fse by replacing tubing thru pv 57a which is located in the front of the unit. Root cause was operator error during the troubleshooting of the analyzer that led to the minor injury. The analyzer was serviced and repaired by the fse. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.

Event description:
Customer reported a minor injury while using the coulter lh 750 hematology analyzer on (B)(6) 2008. The operator was wearing proper personal protective equipment before troubleshooting the lh750. While troubleshooting the lh750 instrument with the beckman coulter inc call center, the operator was attempting to clean the vacuum trap jar. The operator was injured when her gloves cut and the skin on her knuckles of both hands were cut by the tie wraps. The vacuum trap is in the rear of left panel. There is no blood or bio-hazardous materials in this area. Any fluids would be contained inside the vacuum trap jar. The operator applied alcohol wipes to cuts on both hands. The operator indicated she would go to the emergency dept when relief support arrived. It is unk if treatment was required when the operator went to the emergency dept, therefore medical intervention may have occurred.